Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens on (B)(6) 2012 and excessive vault was noted . The lens was removed on (B)(6) 2012 and replaced with a shorter length lens. This resolved the problem.